Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) dislodgement was observed when the patient presented post implant procedure and the dislodgement was able to confirmed via x-ray.